Event description:
It was reported that a primary audible alarm post occurred and the speakers had issues. No patient injury was reported

Manufacturer narrative:
This MDR was generated under protocol (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A cracked right and left plunger case was found. The pump event history log was reviewed and a primary audible alarm background test error was identified. Occlusion testing was performed, however the reported issue could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Actions were taken to mitigate the reported issue: speaker was replaced and performed occlusion test and all functional tests which passed. A corrective and preventative action has been opened to address the reported issue.